Event description:
It was reported that device entrapment occurred. The opticross 6 hd was selected for use. During the procedure, the device became stuck on a non-boston scientific wire and began to spin the wire in the patient body. The devices were removed and once outside the patient, the wire was able to be removed from the catheter. Another catheter was used to complete the procedure. There were no patient complications.

Event description:
It was reported that device entrapment occurred. The opticross 6 hd was selected for use. During the procedure, the device became stuck on a non-boston scientific wire and began to spin the wire in the patient body. The devices were removed and once outside the patient, the wire was able to be removed from the catheter. Another catheter was used to complete the procedure. There were no patient complications.

Manufacturer narrative:
The device was returned for analysis. Visual inspection revealed no issues; the device appears to be in good conditions. Microscopic inspection showed the guidewire exit port and tip were in good condition. A test guidewire was inserted and no indication of resistance in tracking the guidewire into the catheter was noted.